Event description:
PICC line was leaking from insertion site. Line was removed and trimmed distally.

Manufacturer narrative:
This complaint of a leak in the catheter is confirmed. According the notes contained with this file "line was removed and trimmed distally." The distal tip of the catheter has a smooth, glossy surface indicating severance by a sharp instrument such as scissors or a scalpel. The catheter has been severed on a near 90 degree angle. It is not known as to the reason the complainant cut the catheter after removal. It can be only presumed the complainant severed the catheter to render the device non-functional. During functional testing a spraying leak was observed emanating between 7 and 8 cm depth markers. The leak site is <0.4 inches in length. The split edges are sharp and transverse in a straight line. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing uniform walls. It is not known the indwell time prior to complaint incident. At this time the mechanism of damage to the catheter is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by the complainant.